Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings that would have contributed to a functional issue. The pump, (B)(6), was returned assembled with the driveline severed approximately 1¿ from the nipple housing. Three additional portions of the driveline were returned with the device including a middle section that measured approximately 8.5¿, a middle section that measured approximately 4¿, and the distal end of the driveline that measured approximately 22¿. The inflow conduit flex section was returned cut in half. The proximal part of the inflow conduit flex section was returned attached to the inlet tube. The distal part of the inflow conduit flex section was returned attached to the inlet elbow, which was returned detached from the inlet port. The outflow graft attachment was returned detached from the outlet elbow which was attached to the outlet port. The outflow graft was severed adjacent to the graft attachment. A distal portion of the outflow graft was also returned. The outflow graft bend relief and the bend relief collar were returned detached from the device. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Incidental finding: damage to the driveline outer jacket was observed approximately 15¿ from the controller connector the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the hm ii lvas. Section 6 of the IFU, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The patient handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.